Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, and the cgm did not register ¿high.¿ to resolve the issue, customer changed the infusion set and cartridge, then resumed insulin.